Manufacturer narrative:
Patient information was unavailable from the site. Viveve does not believe this meets the criteria for a reportable event per the FDA medical device reporting for manufacturers as, based on medical judgement at the site there was no permanent damage to the body and surgical or medical intervention is not needed to prevent permanent impairment of a body function or permanent damage to a body structure. Viveve is voluntarily reporting as we are aware the patient is now concerned about her physician condition. If relevant information is provided in the future, a supplemental report will be issued.

Event description:
Patient (pt) received the viveve treatment in (B)(6) 2020. The clinic that preformed the treatment reached out to the pt for a 3 month follow-up in (B)(6) 2020. At that time, the pt reported no complaints and felt the treatment was working. On (B)(6) 2021, pt sent a letter to the clinic stating that following the viveve treatment in (B)(6) 2020, pt has experienced symptoms associated with severe burning of the vaginal tissue, including eight months of intense burning, intense itching, raw rough skin, excessive discharge, and depression. The pt also mentioned that while the viveve treatment initially helped with urinary incontinence for two months after treatment, the pt's urinary incontinence then was back to the way it was before treatment. Pt reported being unable to have sex due to vaginal narrowing and discomfort sitting on the toilet due to a "stretched" sensation. Pt stated that three months after the treatment, pt visited a gynecologist and no infections were found but an internal examination was unable to be completed due to scarring, narrowness, and tenderness of the vagina. Prior to receiving the viveve treatment, pt informed the clinic administering the treatment that she had a history of heart issues and has seven (7) stents in her heart. Before treatment, the clinic had a consultation with the pt and obtain medical clearance, with a physician assistant, to go over all risks and benefits of the viveve treatment. The pt also signed consent forms. The (B)(6) "2020" letter is the first time that the clinic learned of the pt's skin irritation and other symptoms. No additional information was provided. Viveve first became aware of the pt's symptoms on 03-jun-2021, when the clinic informed viveve of the (B)(6) "2020" letter from the pt.